Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's display was flickering/flashing. Blood glucose level near the time of the call was 16.3 mmol/l. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. The insulin pump passed the self-test no unexpected display anomaly noted during testing. The insulin flow block alarm functions properly during the basic occlusion test and no prime/seating anomaly noted during testing. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, fading serial number label and keypad overlay texture damage.